Event description:
Related manufacturer reference numbers: 2017865-2022-12429. It was reported that the patient admitted to the emergency room due to inappropriate shock. Upon interrogation, it was found that the cause of inappropriate shock was myopotential over-sensing of the implantable cardioverter defibrillator (ICD) and noise over-sensing of right ventricular (rv) lead. The event was resolved by deactivating the rv lead via programming. Patient condition was stable and the patient would continue to be monitored.

Manufacturer narrative:
The reported event of inappropriate therapy and oversensing were not confirmed. Visual inspection and functions of the device such as telemetry, impedance, sensing, pacing and high voltage output were normal with no anomalies found.

Event description:
New information received notes the right ventricular (rv) lead presented with a fracture. The rv lead and the implantable cardioverter defibrillator were explanted per patient request in a procedure on (B)(6) 2022. Post-procedure the patient was stable.